Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that one was used with (albumin) administration and noted leakage of (albumin) from connector and the product was changed. The leaking connector placed was in biohazard bag and left with educator. There was no reported information regarding patient impact, delay or serious injury.

Manufacturer narrative:
Additional information provided: g.3 no product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that one was used with (albumin) administration and noted leakage of (albumin) from connector in the inpatient oncology department and the product was changed. The leaking connector placed was in biohazard bag and left with educator. There was no reported information regarding patient impact, delay or serious injury.